Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 07/26/2025, the user and caregiver reported that the ilet device was dropped, resulting in a cracked screen. The screen remained functional but required multiple presses for proper response. Blood glucose levels were not affected. The device was determined to need replacement. No symptoms, external assistance, or medical intervention occurred.